Manufacturer narrative:
The event of lack of irrigation causing heat in the sonopet system was confirmed during evaluation. The root cause was determined to be fatigue of the irrigation pinch valve assembly that controls the level of irrigation to the handpiece. The device was repaired and returned.

Event description:
It was reported that the irrigation stopped working on sonopet system with console 110v during the course of a procedure at the user facility. Subsequently, the tip overheated and the irrigation sleeve melted due to lack of irrigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Event description:
It was reported that the irrigation stopped working on sonopet system with console 110v during the course of a procedure at the user facility. Subsequently, the tip overheated and the irrigation sleeve melted due to lack of irrigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.